Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leaking at the distal connection of maxplus pressure rated extension set. Although requested no specific patient event details have been provided.

Manufacturer narrative:
The reported leakage at the distal connection of maxplus pressure rated extension set was not confirmed. During the visual inspection, the set was inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to other components. A substantial amount of dried blood was observed inside the tip and covering the exterior of the distal male luer when received. Functional and pressure testing were performed and there were no signs of leaking. The root cause not determined.